Event description:
A discordant falsely elevated cardiac troponin-I (ltni) patient sample result was obtained on a dimension xpand plus with hm system. The falsely elevated result was reported to the physician(s). The falsely elevated result was obtained on a plasma sample (lithium heparin) of the patient sample draw. A serum sample from the same patient draw was processed on the next day on the same dimension xpand plus with hm system. A lower result was obtained and considered correct. A corrected report was issued. Serial troponin testing was also done at an alternate facility, on a non-siemens system using an alternate methodology for troponin. Lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ltni patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated cardiac troponin-I (ltni) patient sample result obtained on a dimension xpand plus with hm system. The falsely elevated result was obtained on a plasma sample (lithium heparin) of the patient sample draw. Siemens healthcare diagnostics inc. Had previously investigated the event of discordant falsely elevated result with cardiac troponin-I (ltni) on the dimension xpand plus with hm system with lot ea2314. Siemens had confirmed that dimension cardiac troponin-I (ltni) lot ea2314 shows a positive bias with lithium heparin plasma samples from individuals that are expected to be below the 99th percentile of 0.07 ng/ml [0.07 ug/l]. Troponin values as high as 0.20 ng/ml [0.20 ug/l] had been observed with lithium heparin plasma that are expected to be within the 99th percentile. Serum samples collected from normal, healthy individuals whose results fall within the reference interval or below the 99th percentile of 0.07 ng/ml [0.07 ug/l] were not impacted by this issue. Urgent medical device correction, dc-22-02.a.us dated may 18, 2022 and urgent field safety notice dc-22-0-02.a.ous dated may-2022 were sent to all customers who had been shipped dimension cardiac troponin-I (ltni) lot ea2314. Siemens recommended that customers use serum patient samples only when processing samples with ltni lot ea2314. Customers were instructed to discard ltni lot ea2314 if their laboratory is not able to use serum samples. The customer processed a serum sample of the patient as recommended in the urgent medical device correction, dc-22-02.a.us and obtained a correct result.